Manufacturer narrative:
Additional information was received that the reported error would not result in loss of mechanical ventilation. There was no reportable malfunction.

Manufacturer narrative:
The flow sensor was replaced by a third party to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.